Manufacturer narrative:
Analysis of the extension (serial (B)(4)) found that the stimulation body conductor was broken 5 centimeters from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated event date. Concomitant medical products: product ID: 37603, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: implantable neurostimulator. The main component of the system, other applicable components are: product ID: 3708640, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient¿s ins was replaced due to normal depletion rate, but the patient¿s target symptoms worsened about 4-6 months prior to this report. The patient had a harder time doing things and their family had to ¿line [them] up¿ more. The patient was not as ¿controlled¿ as before. Prior to the replacement procedure, there were high impedances between 10,424 and 40,000 ohms on all contacts except case and zero. During the surgery, the ins was changed, and the impedances normalized except for contact two, which had an impedance reading of 36,000+ ohms on all related pairs. The extension was replaced, and all high impedances were resolved. It was noted the patient would be following up with their hcp to make sure therapy was controlling their symptoms. No further complications were reported/anticipated. Refer to manufacturer report # 3004209178-2017-24983 for details pertaining to the reportable related event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.